Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and determined that during the time of the event, the instrument generated standard air / fluid detection errors. The cse cleaned salt from the integrated multisensor technology module sensor tower fittings and salt bridge cap. The cse replaced the rotary valve assembly and the x tubing. The cause of the discordant sodium and chloride results is unknown. The cse successfully ran a precision test and quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant sodium (na) and chloride (cl) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant na and cl results were reported to the physician(s), who questioned them. The samples were repeated on an alternate instrument. The corrected na and cl results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na and cl results.